Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, it was confirmed that the nozzle was clogged. Additionally, scratches were found on the operation part, the cover, the right and left knobs, and the grip. Wrinkles were noted on the universal cord. Water was found on an electrical connector and the paint on the air/water supply cylinder had peeled off. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his evis lucera gastrointestinal videoscope due to an air/water flow issue noted during a diagnostic procedure. According to the initial reporter, the staff completed the procedure by changing to another scope with no patient harm reported. During the device evaluation, it was confirmed that the nozzle was clogged by foreign material. This report is being submitted to capture the foreign material that was clogging the nozzle during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, as a result of component analysis of the foreign material in the nozzle, it was found to be a silicon-based resin (rubber). Silicone rubber is used for packing of air/water buttons, packing of water container connector, and rubber of injection tube connector cap. It is likely that debris was mixed in and clogged due to deterioration. Olympus will continue to monitor field performance for this device.